Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. The analyst commented that emi was noted, however emi gain was small and therefore difficult to see on electrogram (egm).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a non-sustained ventricular tachycardia (nsvt) episode with no apparent short interval counts (sic). Review of data showed that there were short interval counts (sic) with the episode. The episode appeared to be a result of oversensing electromagnetic interference, most notable on the rv (right ventricular) tip to rv ring. The device is still in use. No patient complications have been reported as a result of this event.